Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the patient has a powerport duo and there was no blood return on one side. Cathflo/tpa is instilled prior to each apheresis procedure, but did not correct the loss of blood return. A dye study was performed and showed dye exiting approximately 1 cm from the end of the polyurethane catheter. The procedure was completed in the ir (interventional radiology) department at another facility. There was no reported patient injury.